Event description:
A surgeon reported that during glaucoma filtration surgery, he could not get the shunt to release from the inserter. He removed the shunt and replaced it with a back-up shunt to complete the surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second case.

Manufacturer narrative:
The product was not returned for analysis; therefore, the condition of the product could not be verified and visual inspection could not be performed. There was one similar complaint reported in the lot from the same facility. The root cause code could not be determined. Additional information has been requested. (B)(4).